Manufacturer narrative:
Fse back flushed the line #304 with bleach, which resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The cause of the event was due to line #304 obstruction. (B)(4).

Event description:
The customer reported all capped samples were wet and a leak noted from the cap piercer on the unicel dxc800pro synchron chemistry analyzer. The customer also reported vacuum was not operational. Beckman coulter inc. Customer technical specialist suggested to run uncapped sample and disable the cap piercer or to just use their other dxc until service fixed the problem. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves while inspecting the leak. The customer did not come in contact with the fluid and did not need to seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place. On (B)(6) 2012, a field service engineer examined the system and found the restrictor in the auto-gloss vacuum line (#304) was occluded. The fse back flushed the line #304 with bleach, which resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures.